Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic for follow up. The lead exhibited high out of range lead impedance and loss of capture. It was clinically resolved by reprogramming. The lead remained implanted and will continue to be monitored.